Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. The patient admitted into the hospital's ICU, after reporting 'high watt' alarms from controller, and evaluated for pump thrombus. The pump was not returned for evaluation and testing could not be performed, however, review of the manufacturing documentation confirmed that the associated device met all requirements for release. The event was confirmed via the log files, which revealed high watt alarms. The most probable root cause of the reported high power event may be attributed to thrombus formation within the device; however, there are patient, procedural and pharmacological factors that may have contributed to this event. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. High watts alarms, an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump. Thrombus is a known potential complication associated with all patients implanted with vads as outlined in the labeling. The instructions for use addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Heartware is submitting this correction to a previously submitted MDR report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Event description:
It was reported that this (B)(6) male patient called the treating facility to inform them that he heard 'high watt' alarms from the controller. The patient was told to come to the hospital and was admitted to the intensive care unit for evaluation of pump thrombosis. On admission to the hospital the patient had dark urine, mild fatigue, a sub-therapeutic international normalized ratio (inr) of 1.77, elevated lactate dehydrogenase (ldh) of 2166 iu/l and power elevation alarms from the pump. The patient was not considered to be a candidate for a pump exchange surgery by the treating facility for various social and medical reasons. He was administered tissue plasminogen activator (tpa) over twenty (20) minutes, after which the power from the pump decreased from 7 watts to less than 5 watts. He was placed on a high dose heparin drip as well as an integrilin drip. The patient's ldh decreased to 1500 iu/l. On (B)(6) 2014 the parameters of the ventricular assist device had returned to normal with flow at 4.5 l/min, speed at 2740 rpm and power at 5.7 watts. The patient was continued on the integrilin until (B)(6) 2014 and on heparin until the patient's inr was greater than 2.00.